Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance on resetting the pump, assisted the caller with the reset, and confirmed that the malfunction code did not recur. The customer was instructed to continue using the pump and to contact support if any malfunctions reoccurred, which they understood.